Event description:
Flex master elastic bandage 6in x11in (reference # (B)(4), lot # x1804035) to be used for dressing status post right total knee. Upon opening outer package, it was noted to have a white green lint like material within the inner sterile wrapping. Manufacturer is procare. Inner wrapper still intact, so no contamination to surgical field. Unsure if it is a white/green fuzz or if its mold/mildew. I have the item and packaging if needed.